Manufacturer narrative:
(B)(4). Evaluation summary: the condition found by baxter quality engineering of a colleague infusion pump with failure code 810:11, which interrupted delivery, was confirmed in the pump's event history but not duplicated during product evaluation. The pump's air in line printed circuit board was found to be within calibration specifications. Therefore, no assignable cause could be provided during product evaluation and no repair was necessary for this condition.

Event description:
The facility originally reported a colleague infusion pump with failure code 812:05. However, upon reviewing the pump's event history, a baxter quality engineer discovered that failure code 812:05 was a cascade failure of failure code 810:11. Furthermore, the baxter quality engineer discovered that failure code 810:11 had occurred during and interrupted delivery. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 6.13.90.

Manufacturer narrative:
(B)(4). Issues concerning air in line printed circuit board failures are currently being investigated under (B)(4).